Manufacturer narrative:
Updated: b3 - date of event. One device was returned for analysis. Functional and visual tests were done; the reported issue could be duplicated. The cause of the issue was a fault of the host pump. Evaluation found the failure occurring intermittently when the comm module is tested on its host pump with ac power adapter plugged in and the pole mount and capture secured to the module; but not repeating when a known good test solis pump was swapped. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during installation, the pump exhibited intermittent connection issues with the wireless module. No patient injury was reported.